Event description:
It was reported that "when the hcp was using the skin stapler on patient, the staples were not formed correctly. The staples were fired as it is without being closed". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The complaint of misfire/jam - staples not forming/closing was confirmed based upon the sample received. Upon visual inspection, defective and misaligned staples in the cover block were observed. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from moving down the track and firing successfully. A device history record review was performed, and no relevant findings were identified. The tecate manufacturing site was contacted as part of this investigation. It was confirmed that the presence of defective staples in the cover block is the probable root cause of this complaint. Actions to address this issue of visistat 35w staplers failing to function properly due to defective staples were established as part of the investigation opened within teleflex, which was closed on 31-aug-2023. The sample was manufactured prior to these actions. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the hcp was using the skin stapler on patient, the staples were not formed correctly. The staples were fired as it is without being closed". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.